Event description:
Device 1 of 3. Ref MFR's reports: 1627487-2009-00263 and 1627487-2009-00264. The pt received his scs system consisting of an ipg and two leads on (B) (6) 2008. It was reported that on (B) (6) 2008, the pt fell and afterward experienced complete paralysis from the waist down. The physician explanted the pt's system on (B) (6) 2008. It was reported that the pt immediately regained function in his legs postoperatively. No further information is available.

Manufacturer narrative:
Device 1 of 3. Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Lead has a sharp bend in lead segment about 29.5 cm from stimulation tip. Unk if the pt's fall overstressed the lead. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.